Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: angulation failure in the up direction due to the cut angle-wire, light guide bundle is abnormal, charged coupled device lens has scratches, bending section rubber adhesive is broken, connecting tube is corrugated, switch 2 has scratches, the coating on the universal cord is peeled off, suction cylinder is peeled off, distal end has scratches, low angle and lenses glue is worn out. The device was reprocessed at client side before arriving for evaluation. The device had not been used to a patient with foreign material attached to the device. The client inspected the device to detect any malfunction before using it. The device was appropriately precleaned without any delay after the procedure. All of the reprocessing accessories were without an abnormality. It is unknown if manual cleaning was performed within one hour after the procedure or if presoaking was done. The device was appropriately rinsed before manual disinfection. It is unknown if all the scope channels were connected with tubes when setting up in the automatic endoscope reprocessor. It is unknown if the auxiliary water channel was flushed with water by using the flushing pump or manually. There were no effects from other products involved in the event. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope angulation does not work when angulation control knob is turned. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material from clogged sub water supply channel. The procedure was completed using a similar device. There were no reports of patient harm and no delay in the procedure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.